Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon called the field service engineer to express that the post CT patient image showed that the trajectories did not align with the patient plan. She stated that they appear to be 5-6 mm off for a lot of electrodes ¿ she couldn't figure out which electrode was which (22 total trajectories). She said most of the entry points were off as well ¿ only a few had bolts at the starting position where they were indicated. She also said that there was one that she thinks was 1.5 cm off and two electrodes that were supposed to be just off the mid line were on the sagittal suture and one went through the midline, which is not ideal. She stated as well that the entry points weren't exactly on where they had been marked but that could have been due to the skin moving during braiding of the hair. She said the patient is doing okay and thinks that they should have an okay removal of electrodes. She also mentioned that it has been more difficult for the eeg team to get the readings they need ¿ she said it will require more careful studying of the eeg signals.

Manufacturer narrative:
Corrected data: - b4 date of this report - g4 date received by manufacturer - h2 if follow-up, what type - h3 device evaluated by manufacturer - h6 event problem and evaluation codes - h10 additional narratives/data a full analysis of the data logs has been performed, this analysis concluded that the inaccuracy is confirmed for all the (B)(4) electrodes inserted in the patient¿s brain. Although that the registration was performed correctly and that no fusion issue was found between exams, all electrodes position overpass the specification limit of 2 mm at the entry point. The analysis shows that the error looks to be correlated with the order of implantation and almost doubles between the beginning and the end of the procedure. It also shows that the deviation direction depends on the area of implantation and is oriented towards the area of the head where the braiding was tightened. A braiding was made on the patient after the registration and the entry points checking and marking. Although the entry points were off they original marks, no checking was performed to confirm whether the shift was due to a head shift instead of a skin shift only. This step may be a factor of the shift. The head was re-positioned before to start the final registration. The head was in profile in relation to the head holder which could be a factor of imbalance regarding to the efforts applied on the head. In total, two scenarios are possible: - the user did follow the mark made on entry points before the braiding and this way, included the error related to the skin, and may be head, shift. - the head holder and the patient positioning permitted a play which provoked a continuous rotation forward of head. The elements of the investigation do not permit to conclude about the cause for the inaccuracies.

Event description:
The surgeon called the field service engineer to express that the post CT patient image showed that the trajectories did not align with the patient plan. She stated that they appear to be 5-6 mm off for a lot of electrodes ¿ she couldn¿t figure out which electrode was which (22 total trajectories). She said most of the entry points were off as well ¿ only a few had bolts at the starting position where they were indicated. She also said that there was one that she thinks was 1.5 cm off and two electrodes that were supposed to be just off the mid line were on the sagittal suture and one went through the midline, which is not ideal. She stated as well that the entry points weren¿t exactly on where they had been marked but that could have been due to the skin moving during braiding of the hair. She said the patient is doing okay and thinks that they should have an okay removal of electrodes. She also mentioned that it has been more difficult for the eeg team to get the readings they need ¿ she said it will require more careful studying of the eeg signals.